Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the autologs report was not available for analysis. The controller (B)(4) was not returned for evaluation. Review of the controller log files associated with (B)(4) revealed a data point logged on 24/apr/2021 at 06:56:39 with an invalid date entry logged as date "45", month "25" and year "165". The following data point was logged properly at 07:11:41 with the date entry logged as date "24", month "4", and year "21". The autologs reports information is based on the data available in the controller log files. It is likely the invalid data point recorded in the log files affected the ability to generate the autologs reports. As a result, the reported event was confirmed. Based on the available information, there is no evidence to suggest that a malfunction of the autologs report caused or contributed to the reported event. Further investigation using a representative controller revealed that the reported " incorrect date setting" event was replicated by voltage spikes or noise caused during the insertion of a battery to the controller. The voltage spikes or noise may affect communication between the real time clock (rtc) circuit and the user interface circuit (uic) that is responsible for operation of the controller, including recording data in the controller log files, and thus corrupt the date and/or time in the controller logs. Additionally, review of the controller log files revealed a controller power up event with associated pump start event logged on 07/jul/2021 at 23:33:06. The data point prior to the loss of power revealed that bat934082 was connected to power port one (1) with 65% relative state of charge (rsoc) and that bat934081 was connected to power port two (2) with 22% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port (1) and bat934083 was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for a total of twelve (12) seconds. The observed loss of power event is an additional finding not related to the reported event. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Based on the available information, the most likely root cause for the reported error message and inability to create an autologs report event can be attributed to an invalid date entry in the c ontroller log files. The most likely root cause of the reported "incorrect date setting" event can be attributed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a loss of communication between uic and the rtc circuit, thus recording an invalid date entry. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to an error message was received and the autologs website was unable to generate a report during a completed data transfer from controller to the monitor . There was also a corrupted data entry in the controller logs, and the controller was unable to publish the file data due to an incorrect date setting. There was a concern for logfile data damage and the patient¿s previous logfile data was deleted from the monitor. The the autologs website and controller subsequently tested out of specification during manufacturer¿s analysis. The autologs website and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation correction product event summary: the autologs report was not available for analysis. The controller (B)(6)was not returned for evaluation. Review of the controller log files associated with con020344 revealed one data point recorded on (B)(6)2021 after 06:41:37 with the date/time stamp of (B)(6) 165 at 06:56:39. The autologs reports information is based on the data available in the controller log files. It is likely the invalid data entry recorded in the log files affected the ability to generate the autologs reports. As a result, the reported event was confirmed. Based on the available information, there is no evidence to suggest that a malfunction of the autologs report caused or contributed to the reported event. Further investigation using a representative sample revealed that the "corrupted data entry" event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the data log file. Additionally, review of the controller log files revealed a controller power up event with associated pump start event logged on (B)(6)2021 at 23:33:06. The data point prior to the loss of power revealed that (B)(6)was connected to power port one (1) with 65% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 22% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port (1) and(B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for a total of twelve (12) seconds. The observed loss of power event is an additional finding not related to the reported event. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause for the reported error message and inability to create an autologs report event can be attributed to an invalid date entry in the c ontroller log files. Based on the available information, the most likely root cause of the reported "corrupted data entry" event in the controller log files can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.